Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional also reported gel bleed. Device has been explanted.

Event description:
Healthcare professional also reported gel bleed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the patch/shell bond edge side assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Patient reported left side rupture. Device remains implanted.